Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/18/2020. H.6. Investigation: it was reported lids missing. A sample and photo representation was provided for evaluation. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids for the reported lot number. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance for the same part number. This lot was confirmed produced after corrective actions. A weight system that provides a weighted label for each final box before shipment has already been implemented for this product to ensure the correct quantity of pieces per box before shipping. It was not possible to confirm that any failure mode was related to the manufacturing process with the information provided. There appears to have been a repackaging issue which occurred during distribution by the distributor, ¿henry schein¿. The actual root cause is unknown. Distributor control procedures to process and repackage containers and lids is unknown. Based on these findings, our investigation is inconclusive.

Event description:
It was reported that prior to use the lids were discovered to be missing with 8 bd sharps coll slide close chemo 9gal. The following information was provided by the initial reporter: it was reported that the lids were missing.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as flextronics is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the lids were discovered to be missing with 8 bd sharps coll slide close chemo 9gal. The following information was provided by the initial reporter: it was reported that the lids were missing.